Manufacturer narrative:
(B)(4). Boston scientific received additional information from the post market quality assurance laboratory. Evaluation of the returned lv lead showed that the mark left by the device setscrew was near the end of the terminal pin, indicating the lead was not fully inserted into the device header when the setscrew was tightened down. This connection issue likely contributed to the impedance and threshold problems observed clinically, secondary to the reported dislodgement. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the device follow-up, the left ventricular (lv) lead exhibited increased pacing threshold measurements. Lv pacing impedance measurements were about 600 ohms in the lv1 unipolar configuration, but were greater than 3,000 ohms in all other configurations. Under fluoroscopy, the lead appeared to be fully inserted into the device header and the lead was confirmed to be dislodged. A procedure was later performed and the lead was explanted and replaced, with good lead measurements reported. The device remained in service. No adverse patient effects were reported.